Event description:
It was reported a patient experienced fluid in the lungs coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient presented to the emergency room and was treated with intravenous (IV) lasix. The cause of the fluid in the lungs was unknown. It was reported the patient was discharged from the ER later that day. At the time of this report the patient reported ¿getting over fluid in lungs now.¿ no additional information is available.

Manufacturer narrative:
(B)(4). The serial number of the device is (B)(4) (previously reported as (B)(4)). The device was not returned; therefore, a device analysis could not be completed. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the evaluation, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a review of the device history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.